Event description:
A report was received on (B)(4) 2015 from a home therapy nurse (htn) regarding a (B)(6) year old male patient who experienced a reaction within 3 minutes of initiating treatment. The patient's blood pressure dropped with a systolic of 86, his face became swollen and his tongue felt "fat". The treatment was stopped and the symptoms resolved within approximately 15 minutes. The patient continues to use nxstage product without issue.

Manufacturer narrative:
The disposable cartridge has not been returned for evaluation as requested. A review of the lot history showed there were no other events of this type. The patient continues to use nxstage product without issue. Nxstage medical considers this report closed. No additional information will be provided. Not returned as requested.